Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high but stable threshold measurements since the implant of the patient¿s last device. The lv lead had been programmed off by the physician, as it was felt that the patient had not been a responder to bi-ventricular pacing, and the high outputs were draining the device battery. The patient had been symptomatic prior to this reprogramming, and had no changes in their symptoms after the reprogramming. A surgical revision was performed and the lead was tested via the pacing system analyzer (psa) and non-capture at maximum outputs was noted via the psa. An x-ray was taken which was noted to look okay, and the lead position had looked good. The lead was surgically abandoned and the patient was implanted with a different single chamber device which would not be affected by the patient's high lv thresholds. No additional adverse patient effects were reported.